Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the radical resection of esophageal cancer surgery, when severing the esophagus tissue, after fired, noted some staples malformed with irregular shape. Changed another four reload to continue the surgery, the problem happened again. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.